Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 700cc mentor memorygel breast implants experienced rupture of one implant and experienced unspecified illness, joint pain, forgetfulness, dry skin, and insomnia beginning roughly three to five years ago. As a result, the devices were explanted without replacement on (B)(6) 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2019-19770 for contralateral prosthesis report.